Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to moisture damage in the force sensor resistor. The insulin pump passed the displacement test. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during a basal delivery. Customer's blood glucose was 100 mg/dl. The customer also reported that she had worn her insulin pump into a magnetic resonance imaging machine prior to the alarm occurring. She also stated she was able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.